Event description:
Related manufacturer reference number: 2017865-2025-10714. Related manufacturer reference number: 2017865-2025-10715. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The device was returned due to patient expired. The device was received with a battery level within the normal range of operation. Electrical, longevity, and visual analysis was normal with no anomalies found.